Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID # (B)(4).

Event description:
Reported via medwatch report # mw5117784 received 01-june-2023: it was reported that during intra-aortic balloon (iab) therapy, an iab rupture occurred. There was a poor waveform as well as likely kinking. The iab was then removed due to blood in the helium line. The insertion was reported to be axillary, which is not the method described in the device instructions for use. Bruising was noticed on the patient's left chest with vascular duplex demonstrating left subclavian pseudoaneurysm.

Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. Reference complaint#: (B)(4).

Event description:
N/a.